Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that after the patient had an intraocular lens (iol) implanted in 2021 and the patient underwent semi-annual examination, it was discovered that a glistening had formed. The patient would like information on whether this is normal or if anything can be done about it. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned for analysis. Only photo was returned. The reported complaint cannot be confirmed from the returned photo. Photo review showed an image of a dilated eye was provided associated with a report of glistening's. The image shows possible discreet refractile bodies where it is difficult to determine the location relative to the lens or discern more information based on the appearance. The reported complaint cannot be confirmed from the provided photos. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Manufacturer report number corrected and reported under 9612169-2025-01107. The manufacturer internal reference number is: (B)(4).